Event description:
The user is questioning the "no shock advised" decision of the device during deployment. The patient outcome is unknown.

Manufacturer narrative:
Pr#: (B)(4). The device made correct decisions based on the analysis of the patient. No fault found with the device and it performed according to specifications.